Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 health effect impact code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, added related report number to h10, and additional information added to h11. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review, and the following was observed: calcification in landing zone and tortuosity in access vasculature. In addition, imagery of the device after removal from the patient was provided and the following was observed: bunching and delamination of sheath liner. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon burst was unable to be confirmed. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as calcification of the landing zone was observed in the provided imagery, and the field reported that the 26mm commander delivery system balloon had an additional 2cc above nominal added. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The withdrawal difficulty was confirmed based on provided imagery of the sheath showing bunching and delamination of the sheath liner. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the field reported that the balloon was getting caught on the distal tip of the sheath during the withdrawal attempt. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia valve was deployed in the aortic position by transfemoral approach. The 26mm commander delivery system balloon had an additional 2cc above nominal added. Upon valve deployment, the 26mm commander delivery system balloon ruptured. Root calcium was thought to be the perceived root cause of the balloon rupture. The physician attempted to withdraw the balloon into the 14fr esheath+ but was unsuccessful. The balloon was getting caught on the distal tip of the sheath. Ultimately the delivery system was unable to be recaptured into the sheath due to the non-conformity of the balloon after the rupture. The physician opted to have vascular surgery take the patient to the or for surgical removal of the delivery system. The patient remained hemodynamically stable throughout the procedure. After removal of the 14fr esheath+ from the patient, the inner lining of the sheath appeared to detach from the outer body of the sheath.

Manufacturer narrative:
Investigation is ongoing.